Event description:
End user reported encountering problems positioning the distal umbrella in the left atrium. The dr. Noted he rotate the device to resolve the issue but inadvertently deployed the proximal umbrella in the left atrium. The proximal arm of the device was retrieved up to the shoulder coil in the 11f sheath and pulled down to the back loaded 14f sheath, while attempting to fully recover the implant into the 14f sheath the implant released this resulted in a cut down at the right femoral vein to remove the device. According to the end-user position across the septum was maintain during surgical removal of the device. A second device was implanted without incidents.